Event description:
It was reported that the blood control value malfunctioned with bd insyte autog bc wing yel 24ga x .75in. The following information was provided by the initial reporter: it was reported by customer that blood control value of the IV didn't work upon insertion. Blood control value of the IV didn't work upon insertion. Customer response received 02/20/2024 " IV stick (primary) was a ¿miss.¿ second IV was placed without incident."

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
Additional information: details on event added to b5 from customer. Investigation results: the complaint that the blood control value didn't work was confirmed from the circumstantial evidence of a damaged septum; however, the root cause could not be determined. One 24g insyte autoguard unit from lot #3153587 was provided for investigation. The sample exhibited evidence of use and the actuator had been advanced through the blood control valve. The actuator was removed and a microscopic examination of the septum revealed a tear in the septum at the terminus of one slit. As the device has been opened, it could not be determined with certainty whether the damage originated during manufacturing or use of the device. A review of the inspection records and quality/manufacturing controls for the implicated lot indicated no issues with the manufacturing process. No other similar complaints were reported from this lot. The complaint has been documented and will continue to be monitored as part of ongoing efforts to identify potential manufacturing related issues.

Event description:
Additional information from the customer: no mucosal exposure to hcp. Ppe was worn by hcp. No additional interventions necessary for hcp. It is unknown if the patient had a history of bloodborne disease.